Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine pen needle had no insulin flow during both the flow check and during the injection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ pen needle had no insulin flow during both the flow check and during the injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.